Event description:
It was reported that the subject device had a broken wire. The procedure was relayed as therapeutic and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to the repair site which conducted visual and functional inspections. The device did not meet specifications and customer's allegation was confirmed. The investigation results did not lead to the identification of the cause of the occurrence. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. The instruction manual (gt8403, version: 07) was reviewed with no abnormality found. The IFU of the subject device was checked. As a result, no abnormality was found. Additionally, the instructions for use (IFU) indicate: handling and general precautions (caution). Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.